Event description:
Caller reported cgm error 42. Customer¿s blood glucose level was 5.2, which is within the normal range. Caller performed a pump reset with assistance from technical support and successfully started a new sensor session without further errors.